Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro caught fire in the leg, it self-activated, got hot in between activations. This was towards the middle to end of the procedure. They took the device out of the leg and it was still on fire and burned a hole in the scrub tech's gown. A new kit was used to complete the procedure. There were no pt effects. The product is returning.